Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-03, information was received from a patient receiving clonidine (350.0 mcg/ml, 68.12 mcg/day), bupivacaine (10.0 mg/ml, 1.946 mg/day) and dilaudid (20.0 mg/ml, 3.892 mg/day) via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. On (B)(6) 2018, the patient reported their healthcare professional (hcp) had a hard time filling the pump and they were using fluoroscopy. The patient stated the hcp was able to fill the pump, but it was hard to find the port. On (B)(6) 2018, the patient went to the emergency room and was admitted for 4 days due to symptoms of overdose. The patient reported they did many tests including a computed tomography (CT) scan and several mris.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp). The cause of the difficulty finding the refill port during the refill was requested and the hcp stated, "no issue". The cause of the patient's overdose was requested and the hcp stated, "not an overdose". No further information provided.